Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad trace. No button error alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm. The customer reported possible moisture exposure to the device. The customer's blood glucose level was 158 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.